Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 35 events were reported for this quarter. Product return status: 31 devices were received. 2 devices were not available for evaluation. 2 devices investigation type have not yet been determined.   Evaluation status: confirmed 16 reported events were confirmed during testing. 11 devices were found to be affected by compromised lubrication. 4 devices were found to be affected by corrosion. 1 device was found to be affected by damaged bearings. Not confirmed 12 reported events were not confirmed during testing; however: 8 devices were found to be affected by compromised lubrication. 3 devices were found to be affected by corrosion. 1 device was found to be affected by damaged bearings. 1 reported event was not confirmed during testing. In progress: 2 device evaluations are in progress. Additional information: 35 devices were not labeled for single-use. 35 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 35 </noe> malfunction events in which the device reportedly overheated. 30 events had no patient involvement; no patient impact. 1 event had no known patient involvement or patient impact. 4 events had patient involvement; no patient impact.

Event description:
This report summarizes <noe> 35 </noe> malfunction events in which the device reportedly overheated. 30 events had no patient involvement; no patient impact. 1 event had no known patient involvement or patient impact. 4 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: 35 previously reported events are included in this follow-up record.   Product return status 31 devices were received. 4 devices were not available for evaluation.   Event confirmation status 17 reported events were confirmed; the cause traced to component failure. 14 reported events were not confirmed. Evaluation results 8 devices were found to be affected by internal corrosion. 20 devices were found to be affected by a lubrication problem. 2 devices were found to be affected by a internal mechanical problem. 1 device had no device problem found.